Event description:
The pt was injected with device solution on 1/31/97 and the next day returned to the physicians office suffering an allergic reaction which the physician determined to be a "hematitic" staph infection.